Event description:
The event is reported as: the customer reported "staples did not detach themselves from the anvil. The devices were used to close head wound." No patient injury reported.

Manufacturer narrative:
Sample returned to MFR, but investigation is incomplete at time of this report. DHR did not show any issues related to this complaint.